Manufacturer narrative:
Based on the investigation analysis, the temporary mismatch was due to transient noise in the optical channel after insertion. Due to the temporary mismatch, the hypo alerts were not correctly asserted. Per the follow-up, the customer reported better accuracy following the event.as per notes, user didn't need require any medical assistance as she wasn't symptomatic. As per dms, user is currently using the system with up to date information. No further resolution was found necessary for this complaint.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 15th november 2021, senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings.